Event description:
A home patient contacted baxter's technicial service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of automated peritoneal dialysis thereay. Reportedly, the home patient had 1 unused supply line which was not clamped off during therapy. Baxter's technical svc center assisted the home pt in ending their therapy early. The home patient completed therapy manually. No patient injury or medical intervention was associated with this incident per the home patient.